Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a vortex blue 25.04 rotary file broke at the apex, approximately 2mm remained in patient's tooth and was filled with piece in place. It was indicated the customer was not using the recommended method for use.